Manufacturer narrative:
The customer¿s report of an over infusion was confirmed. Analysis of the pcu event log shows that prior to the event propofol 1000mg/100ml was infusing at titrated doses ranging from 5mcg/kg/min (3.81 ml/hr) to 50mcg/kg/min (38.1ml/hr). At several times the dose was 10mcg/kg/min, which made the rate 7.62ml/hr. At 6:44 am on (B)(6) 2017 the user changed the dose to 100mcg/kg/min, which made the rate 76.2ml/hr. The infusion continued at this rate until 9:13 am when the dose was changed to 10mcg/kg/min (7.62ml/hr). The volume recorded as being infused at the rate of 76.2ml/hr was 162.692ml. The root cause of the overinfusion was identified as user programming. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that pump c was infusing propofol however after an unspecified period of time it was noted to be infusing 10 times greater dose than expected. The facility's biomed department noted that the network card was not working but the pump had the correct drug library installed at the time. On (B)(6) 2017 the biomed installed a new network card. There was no report of patient harm.